Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: during the insertion of the catheter, at its withdrawal, the guide was twisted and was impossible to remove. The physician had to deflate the balloon in order to remove the catheter inserted and replace another catheter. No patient injury reported.